Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 09/02/2015 with the following results: the pump powers on with a hard alarm upon start up, the display screen is fully functional and illuminated, unable to duplicate ¿blank screen¿ complaint. The pump was able to power up and to display ¿verify¿ screen after reloading the periph processor with a new software code.